Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose (700 mg/dl) on (B)(6) 2024 leading to hospitalization. The duration of hospitalization was greater than 24 hours. During hospitalization, patient received intravenous fluids as a corrective treatment for high blood glucose. No further information available.